Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, loss of capture on the left ventricular (lv) lead was noted. A dislodgment of the lv lead was suspected. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.